Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred when the intra-aortic balloon (iab) calibration key was not recognized by the intra-aortic balloon pump (iabp) prior to insertion. It was unknown how the issue was resolved. The physician stated there was no reported death, complications or injury at the time of the event. There was no medical/surgical intervention required. It is unknown if there was a delay or interruption in therapy. The patient outcome is unknown. Additional information received on (B)(4) 2013 stated that the event occurred while in the coronarography unit. As a result, the iab was not used. The issue was resolve by using a second iab that successfully recognized the fiberoptix sensor (fos). It is unknown how long the delay in therapy was and if it caused harm to the patient. The patient was transferred to the intensive care unit and expired approximately 24 hours after the incident. It was confirmed the date of the event is unknown. The iabp used was the autocat 2 wave, s/n (B)(4).